Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead exhibited high thresholds and no capture of cardiac tissue. Phrenic stimulation at high outputs was also observed. The lead had perforated through the right ventricle apex which was confirmed on computed tomography scan and had dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.